Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant, the left ventricular lead could not be removed from the implantable cardioverter defibrillator (ICD) due to stripped set screw. The physician elected to use a different ICD to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of lead connection issue was confirmed. The device was above elective replacement indicator (eri) when received. Septum material was observed inside the left ventricular (lv) set screw hex cavity, and the set screw was slightly stripped. This did not allow the lv set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure.